Manufacturer narrative:
Evaluation summary: inner and outer cavity rims appear to be fully covered with adhesive residue. Inner foil lid was not returned. The returned packaging was examined and all around the edge of the inner and outer cavity, there was adhesive transfer with greater than 3/16 inch width, indicating an acceptable seal. The force to peel off the lids does not necessarily correlate to seal quality. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the opening of the inner/sterile packaging was too easy.